Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-sep-2025, it was reported that a beta bionics ilet user¿s device was struck by a roofing shingle, resulting in a cracked and unresponsive screen. The user discontinued use of the ilet and reverted to backup insulin therapy. There was no report of end-user harm or adverse event associated with this case.